Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device memory found the device had delivered a total of 121 shocks while implanted, with 20 treated episodes stored within approximately one month prior to explant. During that time a decrease in shock impedance measurements was observed. Detailed internal analysis was performed, including isolated testing on the device battery. Analysis confirmed the device depleted appropriately based on the multiple charge cucles and shocks delivered before explant.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received two shocks which appeared to be due to oversensed noise. Two codes were displayed on interrogation indicating a long charge time had occurred as well as a charge time out. Review of device data found over 100 inappropriate shocks had been delivered. Large t-waves along with low r-waves were noted. The shock impedance measurements were observed to be between 9 and 11 ohms. Review of the electrode position found it may be somewhat left lateral, however, it was not known if this was the original position of the electrode or if it had moved. There was a concern the position of the electrode could be causing oversensing with postural changes. Therapy was programmed off pending device replacement. An invasive procedure was performed and this device was explanted. A new device was successfully implanted with the pocket moved slightly superior. The chronic electrode remains in service with low, but acceptable, shock impedance measurements. No additional adverse patient effects were reported.